Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are experiencing high blood glucose readings over 600 mg/dl. The customer's symptom was thirst. The blood glucose readings were treated with 7.6 units with the insulin pump. It was stated that the high blood glucose readings began on (B)(6) 2015. The customer this contact a health care professional regarding the high blood glucose readings, but they did not receive medical treatment. Troubleshooting was conducted on the insulin pump, but it was not completed. A manual prime was ran and the insulin did exit. A self-test was also conducted on the insulin pump and it passed. The customer will call back to complete troubleshooting.